Manufacturer narrative:
PMA/510k: this product is not marketed in the us. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.1mm vicmo12.1, -10.00 diopter, implantable collamer lens into the patient's right eye (od) on 19/oct/2019. The lens was exchanged with a longer length lens due to low vault in a second surgery on (B)(6) 2019. This resolved the problem. Cause of the event is reported as unknown.